Event description:
Distributor reported potential false negative hcg on the consult diagnostic hcg dipstick by customer. Customer stated that there were multiple cases in the past two months. Customer verified operator's procedure, storage per product insert. No external controls performed. Most of these pts were initially tested negative using the strip. Urine samples were first-monitoring or mid-day. Same day serum was tested and the lowest serum hcg reported as 180 miu/ml. All cases were diagnosed "pregnant". Customer has no pt sample or product available for further testing. No injuries or death related to the false negative hcg were reported.

Manufacturer narrative:
Investigation: control lot: 25miu/ml hcg urine control lot: (B)(4), 100miu/ul hcg urine control lot: (B)(4), 241.0iu/ml hcg urine control lot: (B)(4). Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 mins reading time when tested with 25miu/ml hcg urine control. (N=5). Corrective positive results were observed at 3 mins reading time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 mins reading time when tested with 241.0iu/ml hcg urine control. (N=5). Conclusion: from retained testing with in-house controls, the customer's complaint was not replicated and the product performed as expected. No abnormal results were found during mfg document review. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.